Event description:
Bard permanent mesh placed for transvaginal ap repair. Erosion of vaginal wall occurred less than one year after placement of permanent mesh. Have had 4 corrective surgeries and continue to have erosion of anterior vaginal wall with increase in scar tissue & increase of incontinence symptoms with each removal of piece of exposed mesh.